Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Visual inspection identified the threads of the peek interference screw, sheathed, 6 x 23 mm had cracked/broken. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, prying/leveraging and/or excessive force being used during insertion of the screw.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that 2 units of ar-1360p,peek interference screw, sheathed, 6 x 23 mm broke during insertion. When the first ar-1360p broke during insertion, the second ar-1360p was used. However, the same situation happened. The broken fragments were retrieved, and the case was completed using another new ar-1360p peek interference screw. This was discovered during a cruciate ligament injury of knee joint surgery on (B)(6) 2024. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.